Manufacturer narrative:
The field service engineer found a leak between the sipper tubing and the probe and corrected the issue. The cause of the leak was not determined.the investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer found the sipper cover was off and suspected it had worked loose and was causing ineffective aspiration at the low ends of the procell/cleancell. He adjusted the cover so there was a snug fit.

Event description:
There was an allegation of questionable low elecsys tsh assay or elecsys ft4 assay results from the cobas e411 disk analyzer. The samples were repeated on a cobas e602 module. Patient 1 initial tsh result was <0.02 and the repeat results were 2.1 and 2.16. Patient 2 initial tsh result was <0.02 and the repeat result was 3.2. Patient 3 initial tsh result was <0.02 and the repeat result was 1.79. Patent 4 initial ft4 result was <3 and the repeat result was 19.7. The units of measure were not provided. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.

Manufacturer narrative:
Medwatch field g3 - date received by mfg was updated.